Event description:
During an atrial fibrillation procedure, after insertion into the patient, it was noted that the contact force was not available when using an expired catheter. The catheter cables were reconnected, the tactisys and ensite x amplifier were power cycled with no resolution. The expired catheter was exchanged, and the procedure was completed without adverse patient consequences.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. It was determined that tacticath se batch number 8775870 expired on 30 april 2024 which was prior to the reported event date of (B)(6) 2024. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label.